Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured at 4 atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.